Manufacturer narrative:
Method: review of lot records/work orders, prior reports. No issues were noted. Results: the pt's predisposed condition and operational context contributed to the event. Conclusions: the hosp inadvertently discarded the device.

Event description:
Pt presented to the ER with lower leg pain in 2007. During the examination, the pt's abdomen had a bulge that was pulsating. The physician found a 9.8cm abdominal aortic aneurysm with an aneurysm in the right iliac. An embolism in the right lower extremity was surgically repaired that day to resolve the leg pain. And aaa repair was scheduled for the following day. A review of CT scans prior to the procedure indicated a contained perforation in the abdominal aorta. While advancing the bifurcated delivery sys, there was heavy calcification, and consequently, the delivery sys cause the calcium to perforate the iliac. The pt was converted to open repair and tolerated the procedure. The pt is doing well.